Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the fifth firing with a blue load using no buttressing the device was fired, it stapled and cut, however, the staples were open and did not form properly in the area of the proximal part of the load. A leak test was performed with no significant leaking. No over sewing was needed. Another device was not needed to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.